Event description:
It was reported that post-sensed t-wave oversensing on the ventricular lead was observed. Noise on the lead indicates a potential fracture of the conductor. The device was reprogrammed. The system remains implanted and the patient will be monitored.

Manufacturer narrative:
No medwatch form was received.